Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to a migration of the electrode array outside of the cochlea. The patient was reimplanted with another cochlear device during the same surgery.